Event description:
The patient had a bronchoscopic lung volume reduction procedure with zephyr valves on (B)(6) 2022. The patient passed away 4 days post-procedure in the hospital due to kidney failure. No other details have been provided, and additional information has been requested multiple times. Follow-up reports will be submitted once additional information becomes available.